Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, in addition to procedural factors (manipulation of the devices), patient factors (advanced age, fragile myocardial tissue, ¿shaggy¿ aorta) likely contributed to the catheter site bleeding and required blood product transfusions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transapical (ta) tavr procedure, a small tear occurred during the placement of the purse string sutures and blood &#50127;zing&#55319;as noted. A 24fr ascendra + (asc+) sheath was inserted. While adjusting the sheath angle, the bleeding increased. The patient was transfused with 6 units of packed red blood cells (prbc) and 20 units of fresh frozen plasma (ffp). A 26mm sapien xt valve was successfully deployed in a final 70:30 aortic/ventricular (a/v) position. The tear was repaired with additional sutures and fibrin glue. The native annular diameter measured 24.3mm by tte. Moderate valvular calcification and no aortic root calcification was reported. Per the physician, although a transfemoral approach was preferred, the ta approach was selected due to the presence of a "shaggy" aorta. It was also perceived that insertion of the asc+ sheath into the fragile myocardial tissue caused the enlargement of the small tear, which resulted in severe bleeding.